Event description:
Boston scientific received information that an inappropriate shock was delivered by the cardiac resynchronization therapy defibrillator (crt-d). Noise was noted to be on the right ventricular (rv) pace/sense portion of the lead when therapy was delivered. Boston scientific technical services (ts) was contacted by the local sales representative while the patient's crt-d was being checked in clinic. The local sales representative also noted that the impedances had gone from 500 ohms to 320 ohms. Also noted were the increase in thresholds from 0.5 to 1.2. The patient is not pacemaker dependent. There were also 4 other episodes with quick convert anti-tachycardia pacing (atp) in the ventricular fibrillation (vf) configuration. The physician at this time programmed the patient to monitor only. A red alert was triggered as the device was programmed to other than monitor + therapy. Additional information received from the health care professional (hcp) stating that a chest x-ray was performed and the rv lead was fractured. The impedances are now measuring at 409 ohms. The local sales representative contacted ts during the revision procedure and stated that the insulation breach caused oversensing and the inappropriate shock. The physician surgically abandoned the pace/sense portion of this lead and placed a new lead for the pace/sense portion. The rv lead partially remains in service. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.